Event description:
It was reported that during an open gastrectomy, the locking lever was broken off while closing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged channel shroud. Conclusion: picture analysis was performed; upon visual inspection of the picture the trigger shroud was noted to be broken. This damage is consistent with excess of tissue applied to the distal end of the device. In addition the pictures also showed a cartridge reload, fully loaded and with the swing tab unlocked. Device analysis: the analysis results found that the ntlc75 instrument was received with the channel shroud broken and with a cartridge reload loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. The instrument was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).